Manufacturer narrative:
The sample was not returned by the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed their are no similar complaints associated with this lot. Conclusion: the actual sample was not received for evaluation. Based on the instructions for use (IFU), the occurrence of a thrombosis is an inherent risk of any pta procedure. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a thrombosis formed in the fistula. The health care professional (hcp) successfully predilated the target lesion. The hcp then treated the target lesion with a lutonix dcb for approximately 1.5 minutes. Reportedly after treatment, diagnostic imaging revealed a complete thrombosis of the fistula. The hcp resolved the thrombosis with lysis and placed a stent. The lutonix dcb was discarded by the user facility and will not be available for further evaluation. No adverse patient effects were reported.